Event description:
Consumer alleges he was in a cross walk and a car struck him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was in a cross walk and a car struck him.

Manufacturer narrative:
Not a pride issue.